Manufacturer narrative:
Event description, corrected data: the initial report inadvertently did not clarify that the vns had been turned on (B)(6) 2016, but was still pending initial dosing.

Event description:
The vns had been turned on (B)(6) 2016.

Event description:
It was reported that a vns patient who was recently initially implanted was hospitalized eight days with post-operative pneumonia. Initial vns dosing had not occurred at the time of the report. Additional relevant information has not been received to-date.

Manufacturer narrative:
Suspect device UDI: (B)(4). Additional manufacturer narrative, corrected data: the suspect device UDI was inadvertently not provided in follow-up report #1.